Manufacturer narrative:
Unit had constant pump error 38 alarm during the rewind test due to corroded motor home switch causing the motor slide to rewind past the motor home switch and remaining stuck against the motor housing. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant pump error 38 alarm. Unable to verify pump error 43 due to constant pump error 38. The electronic assembly and force sensor had moisture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had pump error during rewind. The blood glucose level was unknown. The customer reported that pump detected possible issue with the motor. The insulin pump was not exposed to magnetic field. The insulin pump will be returned for analysis.